Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50697310,cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test." On (B)(6) 2014, the patient had essure inserted. In (B)(6) of 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and dizziness ("dizziness"). In (B)(6) of 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping). In (B)(6) of 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). In (B)(6) of 2016, the patient experienced alopecia ("hair loss"). In (B)(6) of 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, hormone level abnormal, dysmenorrhoea, fatigue, alopecia, vaginal haemorrhage, menorrhagia, migraine, nausea and dizziness had resolved and the psychological trauma, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2014. On (B)(6) 2014 (insertion date) : 1 trailing coil seen at both end, on (B)(6) 2015 (second insertion date ): 2 coils seen . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: presence of an essure device in the fallopian tubes on the right side, the second essure migrated to the uterus; on (B)(6) 2015: essure on the left and right sides of the fallopian tube. Only one fallopian tube was sterilized, with the second confirmation test. Both tubes are sterilized. Lot number: 50697310 manufacture date:2012/11 expiration date:2015/11 . Lot number: cs000e5 manufacture date:2014/04 expiration date:2017/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50697310,cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and dizziness ("dizziness"). In january 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2016, the patient experienced alopecia ("hair loss"). In september 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, hormone level abnormal, dysmenorrhoea, fatigue, alopecia, vaginal haemorrhage, menorrhagia, migraine, nausea and dizziness had resolved and the psychological trauma, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2014 on (B)(6) 2014 (insertion date ) : 1 trailing coil seen at both end, on (B)(6) 2015 (seconf insertion date ): 2 coils seen diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: presence of an essure device in the fallopian tubes on the right side, the second essure migrated to the uterus; on (B)(6) 2015: essure on the left and right sides of the fallopian tube. Only one fallopian tube was sterilized, with the second confirmation test. Both tubes are sterilized.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, migration of essure device location of device: uterus, nausea, dyspareunia, dizziness", lot number, reporter, lab data added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, dysmenorrhoea, psychological trauma and abdominal pain outcome was unknown and the hormone level abnormal, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, hormone level abnormal, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Case upgraded to incident. Essure removal date provided (future date (B)(6) 2019). Event injury updated to pelvic pain. New events the patient did not undergo confirmatory test, dysmenorrhea (cramping), psych injury, abdominal pain, fatigue, hair loss, hormonal changes were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.